Manufacturer narrative:
H6: investigation summary: the customer reported the tubing was leaking near the filter, and returned one used set of material #10013902. The tubing and filter connection was clearly broken/snapped apart and the complaint is verified. The connection was visually analyzed under the microscope and appeared to have been snapped in half. There were signs of stress and a fracture at the separation. No other failure modes were observed. A device history record review for model 10013902 lot number 21036245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the broken tubing is unknown. H3 other text : see h10.

Event description:
It was reported that bd alaris¿ smartsite¿ low sorbing set leaked. The following information was provided by the initial reporter: "approximately 10 min into infusion of treatment, pt noticed that IV fluid was leaking around the filter portion of IV tubing."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite¿ low sorbing set leaked. The following information was provided by the initial reporter: "approximately 10 min into infusion of treatment, pt noticed that IV fluid was leaking around the filter portion of IV tubing."